Event description:
The caller reported a malfunction on a pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to contact technical support if the issue reoccurred, which the caller acknowledged and understood.